Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. State: chiba reporter is a j&j sales representative. This report is for an unk - drill bits: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent a surgery via tna lateral parapatellar approach. When the surgeon connected a driving head to a device and inserted the nail while tapping with a hammer, a load was applied on the connecting screw and the nail connection, and the proximal end of the nail damaged in a split way. After the surgeon inserted the nail into the proper position, a drill bit interfered with the nail when the surgeon was drilling the proximal ml hole. The surgeon retightened the connecting screw and confirmed the connection of a hook of an insertion handle, and attempted to drill again, but the drill bit and the nail interfered again. When the surgeon attempted to drill a round ml hole on the distal side, the drill interfered with the nail again. When the surgeon checked the side image, it was found that the connecting screw was biting slightly diagonally into the nail, and the sleeve was pointing to the dorsal side. The drill bit and the nail did not interfere when they were checked before insertion. The surgeon decided to replace the connecting screw at his discretion, but the connecting screw biting the nail had resistance and made a sharp sound when removing, but the surgeon managed to remove the connecting screw eventually. However, due to the force applied, the proximal end of the nail damaged in a split way, and the nail was externally rotated about 80 °. The surgeon determined that reconnecting the nail and the connecting screw was impossible, so the screws were inserted after drilling the proximal and distal parts with a radiolucent drive. When the whole image was checked with the image intensifier at the end of surgery, a crack, which was not present before surgery, was found in the proximal of the affected area. Therefore, a screw was inserted in the proximal position as an addition, and the patient was to be followed up with seine fixation for a while after surgery. After surgery, the surgeon commented as follows; the reason why the connecting screw had bit obliquely into the nail occurred because the nail was inserted in the early stage using a hammer while the connecting screw loaded by the extension position. Since the depth of the threads of the connecting screw (connection part to the nail) is insufficient, it is better to make the threads deeper to resist the force of tapping vertically. The damaged part of the nail is not separated from the main body of the nail and internally fixed. The surgery was completed successfully with a surgical delay of sixty (60) minutes. No further information is available. This complaint involves three (3) devices. This report is for one (1) unk - drill bits: trauma this is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.